Event description:
It was reported that the patient experienced cardiac arrest. It was also reported the right atrial (ra) lead exhibited undersensing which triggered device classified false termination of atrial tachycardia/atrial fibrillation (at/af) events and also resulted in inappropriate atrial pacing. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was administered epinephrine after they coded. Return of spontaneous circulation was observed. After arrival at the healthcare facility, the patient received fifteen minutes of compressions. The patient decided they did not want any 'heroic' measures from the healthcare professionals. The patient is deceased.